Event description:
It was reported a patient underwent a kyphoplasty procedure. One week post-procedure, the patient developed severe widespread itching. Examination showed a morbilliform (measles-like) rash on the trunk and upper extremities. Two biopsies showed eosinophils consistent with drug eruption. The patient was managed with dietary restrictions and discontinuation of all medications. Nonetheless, the rash persisted. The physician did not know the type of skin rash. No additional information was reported.

Manufacturer narrative:
Method; device not returned, follow up with representative.